Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) as it displayed end of life (eol) by charge time (CT). Beeping tones were reported. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.